Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a combiset approximately ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. A patient care technician (pct) was attempting to adjust the clamp along the heparin line when the entire line separated from the combiset causing air to enter the system and blood to spill from that area. There were no loose connections, defects, or any other damage noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint product sample was received by the manufacturer for a physical evaluation. The sample was received from the customer without original packaging or product information. The complaint product sample passed a visual inspection as no discrepancies were noted and no separation was observed. In addition, the sample was tested in the hemodialysis machine 2008k and worked as intended without any abnormalities during the tested period. The investigation performed by the plant could not confirm the customer's issue as it could not be replicated.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a combiset approximately ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. A patient care technician (pct) was attempting to adjust the clamp along the heparin line when the entire line separated from the combiset causing air to enter the system and blood to spill from that area. There were no loose connections, defects, or any other damage noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a combiset approximately ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. A patient care technician (pct) was attempting to adjust the clamp along the heparin line when the entire line separated from the combiset causing air to enter the system and blood to spill from that area. There were no loose connections, defects, or any other damage noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred with a combiset approximately ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. A patient care technician (pct) was attempting to adjust the clamp along the heparin line when the entire line separated from the combiset causing air to enter the system and blood to spill from that area. There were no loose connections, defects, or any other damage noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.